Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery died. The customer's blood glucose (bg) level was 350 (mg/dl). A manual injection was delivered to address bg level. During follow up, the customer stated the pump turned back on and was able to be charged to 100%. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.